Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Customer had changed batteries. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.